Event description:
Procedure performed in germany: stent could not be positioned in the right place. The physician decided to pull back the system but the stent got stuck inside the vessel. The stent was not deployed in the stenosis as intended. To avoid further difficulties the physician dilated the stent with a balloon. The physician then used a second stent to dilate the stenosis and this was successful.